Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had bloody urine and was experiencing intermittent power elevations (above 10 watts). The pt was taken back to the operating room that day, and his pump was exchanged. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The pump was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.